Event description:
On 8/26/2025, an employee from an arthrex subsidiary reported via email an issue involving the ar-8980bc-1 swivelock dx during a pl tendon fixation procedure on (B)(6) 2025. After the device was inserted, it dislodged from the bone socket while the eyelet suture was being removed. The tip of the screw was found to be deformed and damaged, rendering it unusable. Despite the complication, the tape and pl tendon were successfully sutured to the joint capsule, and the operation was completed without further incident as the patient¿s condition stabilized. No significant surgical delay was reported, and no additional anesthesia was administered. The bone socket had been drilled using a 2.4 guide pin and a 4.5 hollow drill, without the use of a tap. Bone quality was noted to be hard.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8980bc-1 dx knotless swivelock, bc, 4.75 mm, batch 15346740, was received for evaluation. Visual inspection noted that the anchor was broken into multiple pieces. The eyelet showed no damage, and the molded inserter device was also free of defects. A functional test was performed by moving the inner and outer molded shaft, and no resistance was found. The sutures were not returned for evaluation. The most likely cause of the reported failure is attributed to use-related mechanical overstress of the biocomposite interference screw during insertion, which can occur if the screw is subjected to high torque, misalignment, or engagement with a tunnel that is too tight or inconsistently prepared.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause of the reported failure is attributed to use-related mechanical overstress of the biocomposite interference screw during insertion, which can occur if the screw is subjected to high torque, misalignment, or engagement with a tunnel that is too tight or inconsistently prepared.